Manufacturer narrative:
(B)(4). Initial reporter¿s phone number: (B)(6).

Event description:
On (B)(6) 2020 a representative at an eye care provider¿s (ecp) office in (B)(6) called to report a patient (pt) was diagnosed with an od corneal ulcer while wearing the acuvue® oasys® brand contact lens. The pt went to the eye clinic (date of visit not provided) and advised the ecp ¿something was wrong with the eyes¿ and it was due to contact lens insertion and removal. On (B)(6) 2020 a call was placed to the pt who provided additional information. The pt reported pain and redness in the od (date of event not provided) which persisted after the suspect lens (cls) was removed. On (B)(6) 2020 the pt went to the ecp who diagnosed corneal ulcer and superficial punctate keratitis od. The pt was advised to discontinue cls wear and prescribed levofloxacin and hyaluronic acid eye drops. On (B)(6) 2020 the pt returned for a follow-up (fu) visit and advised the od was not yet recovered. The pt was advised to continue with no cls wear. No medication was prescribed. The pt was advised to return to the eye clinic on (B)(6) 2020. On (B)(6) 2020 fu visit: the pt advised the od was not recovered. No cls wear was continued. The pt was prescribed mucosta eye drops and ofloxacin eye cream were prescribed. The pt was advised to return to the ecp in 1 week. On (B)(6) 2020 fu visit: the pt advised the od was recovered. No medication was prescribed. The pt is currently wearing a daily cls (cls brand not provided). No ecp return visit was advised. The pt gave consent for a medical interview with the treating ecp. On (B)(6) 2020 the pts treating ecp was contacted and additional medical information was provided. The pt went to the ecp on (B)(6) 2020; diagnosis corneal ulcer od and spk od. ¿focal point: the symptoms did not enter pupillary area in both eyes.¿; size: ¿not so big¿, ecp couldn¿t say in mm; va: not affected; infection: na; instruction to discontinue cl wear: yes; return visit instruction: yes; medication: levofloxacin eye drops 1.5% qid; hyaluronic acid eye drops 4-6 times a day. Ecp fu visit (B)(6) 2020: a different doctor saw the patient; diagnosis: spk od; corneal ulcer od resolved. Instruction to discontinue cl wear: yes. Return visit instruction: yes. Fu visit (B)(6) 2020: diagnosis: spk slightly remains in od. Instruction to discontinue cl wear: yes. Return visit instruction: yes. Medication: mucosta eye drops 2% qid; ofloxacin eye ointment nightly. Fu visit (B)(6) 2020: diagnosis: recovery confirmed. The ecp advised the pt didn¿t use the cls with compliance and also wore cls for longer hours. The od corneal ulcer was a small one that was beginning to develop; spk od took longer to resolve. The ecp advised it was better for the pt to switch to a daily silicone cls product. The pt was advised it was ok to return to cls wear as the od was recovered. On 24sep2020 a medical receipt was received from the pt. Date of visit: (B)(6) 2020; consultation medication: levofloxacin eye drops 1.5% 5ml; hyaluronic acid eye drops 0.1% 5ml, 1-bottle; examination: corrected va; slit lamp m (anterior segment); iop; fundus examination. The date of the event is reported as unknown. No additional medical information has been received. The suspect od contact lens was discarded. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed.